Manufacturer narrative:
B3 date of event: the exact event date is unknown. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). The patient underwent a replacement surgery; upon removal, a hole in the balloon was observed. There were no further patient complications.